Event description:
It was reported that during a breast biopsy procedure, after deployment and while removing the marker, the tip sheared off in the breast. The pieces were retrieved from the pt. No consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.